Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for filter limb perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter embedded in the ivc and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen days of post deployment, computed tomography of abdomen and pelvis with contrast was performed which showed thrombus in the iliac veins particularly in the external iliac veins, right greater than left in a patient with a vena cava filter in place. Around five months later, the patient experienced chest pain, computed tomography angiography of chest was performed for pulmonary embolus suspected which showed left lower lobe pulmonary artery demonstrates a chronic filling defect consistent with chronic pulmonary embolus. There was no new embolus identified. Around one year and eight months later, inferior vena cavogram for reevaluation and possible filter removal was performed for previous deep vein thrombosis with pulmonary embolus which showed a 5 french diagnostic catheter was advanced over a guidewire into the caudal aspect of the inferior vena cava below the inferior vena cava filter. The catheter was then repositioned over the glide wire into the right common femoral vein. Additional venograms of the right common femoral vein demonstrate wide patency. Again, noted was diffuse narrowing of the right external iliac and common iliac arteries. In a similar fashion, the diagnostic catheter was advanced into the left common femoral vein. The left iliac system appears normal as well. Around seven years and nine months later, computed tomography of abdomen and pelvis with contrast was performed which showed filter was positioned infra renal at the l3 level. No significant tilt. All six primary struts perforate the inferior vena cava wall, with impingement on the aorta and the underlying vertebral body, and near impingement on overlying small bowel. Four of six secondary struts also perforate the inferior vena cava wall, with the medial strut impinging on aortic wall. No strut fractures. No intraluminal or pericaval thrombus or hematoma. No clot within the filter or significant caval wall thickening. Therefore the investigation is confirmed for perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2,g3,h6(conclusion) h11: d1,d4(product catalog no.),h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter embedded in the inferior vena cava and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for filter limb perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter embedded in the ivc and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower back pain; however, the current status of the patient is unknown.